Event description:
User received a low sodium result for one patient sample. The initial result was 119 mmol/l and repeated as 139 mmol/l. The original low result was not reported, no patients affected. Upon troubleshooting, the user determined that the issue was with the sample probe. The user replaced the sample probe and this resolved the issue. No further issues were seen after the probe had been changed.